Event description:
Boston scientific crm received info that this pt had twiddler's syndrome and the right atrial (ra) lead was coiled up in the pocket. The lead was explanted due to tissue in the helix. A new ra lead was successfully implanted.